Event description:
On (B)(6) 2022, ivtm therapy (rewarming) using the icy catheter (lot #178944) for a hypothermic patient began. On (B)(6) in the morning, a nurse called the clinical engineer saying that the thermogard xp ivtm system displayed an "air trap" error message and the saline in the saline bag was decreasing. Rewarming was complete but catheter was not removed right away because it was continued to be used as a cvc. The dwell time was approximately 48 hours. The exact location of the leak is unknown. No device malfunction was reported for the console or the start-up kit (suk). The console is back in service. On (B)(6), the catheter was removed. No patient injury reported.

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot #178944) was confirmed during functional testing. A bonding leak was observed at proximal end of medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed in the catheter balloons. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at proximal end of medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 178944.